Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (291 mg/dl). Reportedly, customer forgot to deliver a bolus after consuming a meal. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.